Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient stated that his ¿system had turned itself off.¿ the rep reported that the patient was unaware of the on and off button on the top of the programmer. The rep reported that the patient thought he may have inadvertently pushed it when he was trying to get his programmer in and out of the ¿stiff, new¿ case. The rep reported that the patient was reeducated on programmer use. The patient was to try and stretch the case or not use it at all. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the there was a stimulation off screen (screen 56) on the controller. The patient didn¿t know why the device shuts itself off and indicated that it happened two times. No further complications are anticipated.